Event description:
It was reported that particulate matter was identified inside of the bladder of a single-day infusor. This was noticed after the device was filled with desferrioxamine and before patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: fourier transform infrared spectroscopy revealed that the particle was made of polyester material. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured february 14, 2014 to february 17, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed a solid white particle approximately 0.10 mm in size, floating in the fluid of the reservoir. The particle was in the fluid path. Fourier transform infrared spectroscopy revealed that the particle was made of acrylic. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.